Event description:
Facility reported they experienced a total loss of image during procedure. The image was unable to be retrieved. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to olympus for investigation, and we were unable to duplicate the user's experience. During the investigation, olympus found evidence of fluid invasion in the electrical connector which most likely caused the user's experience. The endoscope passed the water leakage test and olympus was unable to determine the cause of the fluid invasion. It is noted that the damaged or incorrectly connected water resistant cap can allow fluid to enter the electrical connector.